Event description:
The customer reported approximately 20 mls of fluid leaked from the coulter lh 500 hematology analyzer. The customer stated the instrument was generating temperature errors; the red blood cell (rbc) and the platelets (plt) backgrounds were elevated. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye protection, and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a leak from disconnected tubing at the differential mixing chamber (mc1). The fse replaced the tubing to resolve the leak issue. The fse also replaced the peltier module (plb1) which was damaged by the leak resolving the "ambient temp out of range" error and the background errors for red blood cell (rbc) and platelet (plt). The fse verified the instrument and the instrument was returned to normal operation. (B)(4).